Event description:
It was reported that the 9600 system had a low ma error during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.